Event description:
Customer reported the v series monitor was not responsive, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
A replacement monitor was supplied to the customer.